Manufacturer narrative:
Complete event site name - (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon did not inflate. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon did not inflate. There was no reported injury to the patient.

Manufacturer narrative:
Suspect medical device changed lot number from 3000083426 to 3000072317. Suspect medical device changed exp date from 10/29/2021 to 04/20/2021. Section h. Device manufacturers only changed manufacture date from 10/29/2018 to 04/20/2018. The product was returned with the membrane loosely folded and traces of blood found on the exterior of the catheter. One kink was found on the inner lumen within the membrane approximately 18.5cm from the iab tip. One kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined a kink in the catheter tubing and inner lumen. It is difficult to determine when or how kinks in the catheter occur. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).